Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: customer is experiencing "squirting" when product is in use. Customer stated "needs a vacutainer with safety wings. Right now it squirts out".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® push button blood collection set had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: customer is experiencing "squirting" when product is in use. Customer stated "needs a vacutainer with safety wings. Right now it squirts out".